Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient the coupling bars had not appeared on the recharger. After meeting with a manufacturer representative the patient¿s recharger had been determined to be defective. After using the manufacturer representative¿s recharger, the ins was able to be charged and the patient had regained stimulation. The ins charge had lasted 2 days before the stimulation had tuned off again. The recharger itself was not charging. It had been determined that the desktop charger (dtc) connector pin cord was loose. The insr icon was noted to have almost been empty. The patient had been able to get 6-8 coupling bars at the time of this report. The issue appeared to have occurred through product use. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's device had been overdischarged. At the patient's previous meeting with a manufacturer representative, the device did not respond when attempts were made to restart and recharge the device. Upon return of dtc device with serial number (B)(4), analysis found that the connector was loose. Upon return of implantable neurostimulator recharger (insr) device with serial number (B)(4), analysis found that the recharge board had corroded. No further interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found the connector broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display showed the ¿call your doctor¿ icon and a communication problem was reported. The patient reported she was unable to charge up her stimulation as intended due to a recharger antenna issue. The patient also reported that the recharger wasn¿t working. The last successful recharge session was two weeks ago and then several days ago she couldn¿t get it to recharge and kept getting the reposition antenna screen and then it would show the ¿call your doctor¿ icon. The patient reported her pain had increased since she had been without stimulation since two weeks ago. It was reported the patient couldn¿t get coupling after trying the antenna locate feature. The patient reported the top of the implantable neurostimulator (ins) was angled out more and the bottom in more which had been like this for about a year. The patient was able to connect with the patient programmer (pp) and it showed the ins battery was depleted. The patient later met with the manufacturer¿s representative (rep) and they tried for an hour and half to recharge. The insr showed fully charged but the patient¿s implant was empty and needed to be charged. The insr screen showed eight full coupling boxes but the ins battery level had not progressed. The desktop charger worked, the connector pin was not loose, and the antenna had been relocated, and the dial turned. No device returned. C500. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Unrelated bent wires and car accident event captured in pe 700716864. Unrelated lead wire removed event captured in (B)(4).